Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The resistance/impedance was high. There is one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012. The programmer s2d data file (B)(4) shows one alert event for "right ventricular defibrillator lead impedance greater than 200 ohms" on (B)(4) 2012. The data file also showed one alert event for "right ventricular defibrillator lead impedance greater than 200 ohms" and "superior vena cava defibrillator lead impedance greater than 200 ohms" on (B)(4) 2012.

Event description:
It was reported that several days post device replacement the impedances for the right ventricular (rv) lead were scattered all over the place, below and above the normal range. During the lead revision procedure the physician disconnected the lead and reconnected it but the impedances were still unstable. The lead was noted to be a little twisted but no obvious damage was visible. The lead was capped and replaced. No patient complications have been reported as a result of this event.